Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device with a note that says it was having continuous low flow alarms. Customer requested quote for 2000-hour service and loaner. Per work order update on (B)(6) 2023, no patient involvement was reported. Per follow up information received via phone on (B)(6) 2023, spoke with biomed and confirmed that there was no patient involvement reported. Per sample evaluation results received on (B)(6) 2023, it was reported that the arctic sun device was primed to fill. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Event description:
It was reported that the biomed had an arctic sun device with a note that says it was having continuous low flow alarms. Customer requested quote for 2000-hour service and loaner . Per work order update on 25jan2023, no patient involvement was reported. Per follow up information received via phone on 02feb2023, spoke with biomed and confirmed that there was no patient involvement reported. Per sample evaluation results received on 27feb2023, it was reported that the arctic sun device was primed to fill. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill. Serviced circulation pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.